Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism (pe), vena cava (vc) perforation. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. 20 devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient allegedly received a celect ivc filter 10oct2014 via the right femoral vein due to deep vein thrombosis. The patient is alleging vena cava perforation next to aorta. Patient notes and further alleges experiencing pulmonary embolism (pe) post filter placement. (B)(6) 2019, per x-ray report 1: "infrarenal ivc filter is seen in place. 1 of the legs of the ivc filter is seen abutting the right lateral aortic wall". (B)(6) 2019, per x-ray report 2: "filter type: cook celect. Ivc stenosis: none. Filter position: below the level of the renal veins. Filter migration: none. Filter fracture/bending: no. Filter tilt: none. Filter penetration: yes, see impressions. Other findings: yes." "The filter is not tilted but the cone of the filter is against the anterior wall of the ivc. Axial image 9. The anterior right strut penetrates 16 mm through the ivc wall. Sagittal image 25. Axial image 24. The anterior left strut penetrates 8 mm through the ivc wall. Sagittal image 35. The posterior right strut penetrates 10 mm through the ivc wall. Sagittal image 24. The posterior left strut penetrates 7 mm through the ivc wall. Sagittal image 34. The posterior right arm strut penetrates 10 mm through the ivc wall. Coronal image 6". Sf (B)(6) 2023 (B)(6) 2021, per computed tomography of the abdomen and pelvis: " ivc filter visualized with a limb apparently piercing the right ureter. No regional free fluid or fluid collections".

Manufacturer narrative:
Section e3: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2014, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.